Manufacturer narrative:
Per the user facility, the sucker looked fine before starting the surgery.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the red sucker tip was damaged; the surgeon had a small piece. As a result, there was a 2-minute delay in changing the sucker out. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.